Manufacturer narrative:
The pump has been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/24/2017 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2017 with the following findings: a review of the alarm history showed multiple call service 054/052/012 slave communication error failures. The battery cap and battery compartment were undamaged and were able to fit. The pump powered up with auditory and vibratory alarms to a blank display. The blank display complaint was duplicated. The pump cover was removed to find no intermittent conditions to the display circuit. A slave processor failure was determined to be the cause of the blank display.